Manufacturer narrative:
(B)(4). Additional information has been requested by teleflex. No response received to date. Investigation of this complaint is ongoing at the time of this report.

Event description:
Customer submitted photos of the device taken after use alleging the laser foil detached. No patient harm was reported. No further details provided.

Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer did provide photos of the device. A visual examination of the photos revealed a partially damaged/separated and completely damaged laser foil near the shrink sleeve. The laser guard foil with the silver foil is torn apart. No product was returned for investigation and the lot number is unknown; thus a proper investigation could not be performed. The visual examination of the photos confirmed the reported issue of laser foil detached. Based on the damage characteristics, especially that the laser-guard foil with silver foil was torn apart, the issue was most likely caused by improper usage of the laser tube.

Event description:
Customer submitted photos of the device taken after use alleging the laser foil detached. No patient harm was reported. No further details provided.